Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they did not hear the red alarms from their intellivue mp30 patient monitor. The patient deceased and it is unclear if there was an alarm malfunction on the device at the time of the event.

Manufacturer narrative:
Philips remote service engineer (rse) analyzed the log files that were provided by the customer.the log files indicate an alarm sounded in the room and that acknowledgement and alarm muting were performed on the monitor.the rse shared their findings with the customer who reported the department does not want further investigation and wants training of a technician.the device findings of the evaluation performed by the rse confirmed the device was working as expected. There have been no subsequent calls logged for this device / issue. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported they did not hear the red alarms from their intellivue mp30 patient monitor. The patient deceased and it is unclear if there was an alarm malfunction on the device at the time of the event.